Event description:
Tps tip stryker blade broke intraoperatively. The surgeon was informed and exploration of the missing piece was observed and found and retrieved in the patient¿s soft tissue in the mouth. FDA safety report ID # (B)(4). FDA received date: 02/21/2020.